Event description:
Device switching on automatically and prompting memory full. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat¿ from heartsine technologies on the 1st march 2011. The device was returned for ¿device switching on automatically and memory full prompts¿. Throughout the history the device records multiple manual power ons mainly 10 minutes duration which resulted in the memory becoming full and causing the user to be alerted with a ¿warning, memory full¿ prompt. The fault was traced back to the corrosion observed on the membrane tail which would account for the multiple manual power ons of mainly ten-minutes duration recorded in the history log. The faults could not be replicated when the corrosion was cleared from the membrane tail. This would confirm the failure of the returned membrane due to the corrosion on the membrane tail. The returned sam 300p is now outside of its warranty period and will be scrapped.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switching on automatically and prompting memory full. No patient involved.